Event description:
Routine complaint investigation when a consumer reports receiving imprecise back to readings on pt's precision qid blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.